Manufacturer narrative:
(B)(4). The customer provided one photo for analysis. The image shows an unraveled guidewire. The complaint of a damaged guidewire was able to be confirmed by the photo. The customer also returned one guide wire for evaluation. The catheter was not returned. Visual examination revealed the guide wire is unraveled from the distal end. Microscopic examination of the guide wire confirmed the core wire was broken 1.5" from the distal weld. Both welds appeared full and spherical. Visual inspection of the catheter could not be performed as the catheter was not returned. The broken core wire measured 43.5cm and 1.5cm in length, which is within the specification of 43.75cm - 46.25cm per guide wire product drawing; therefore, no pieces of the core wire appear to be missing. The outside diameter of the guide wire measured 0.0175" which is within the od specification of 0.0160" - 0.0185" per guide wire product drawing. Functional inspection could not be performed due to the extent of the damage to the guidewire. A device history record review was performed and no relevant findings were identified. The instructions for use (IFU) provided with this product describes suggested techniques to minimize the likelihood of guide wire damage during use. The IFU cautions that if resistance is encountered when attempting to remove the spring-wire guide after catheter placement, the spring-wire may be kinked about the tip of the catheter within the vessel which may result in undue force being applied resulting in spring wire guide breakage. If resistance is encountered, withdraw the catheter relative to the spring-wire guide about 2-3 cm and attempt to remove the spring-wire guide. If resistance is again encountered, remove the spring-wire guide and catheter simultaneously. The report that the guide wire unraveled was confirmed through examination of the returned sample and customer supplied photo. The core wire was broken adjacent to the distal weld. The guide wire and catheter met all functional and dimensional requirements during investigation testing. No manufacturing defects were found during this investigation. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, unintentional use error likely contributed to this event; however, the probable cause of guide wire and catheter resistance could not be determined based upon the information provided and without the catheter being returned for evaluation. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that " when they tried to pull the internal catheter guidance they had a lot of problems , it was difficult." There was no medical intervention required. The patient's current condition is reported as "fine".